Event description:
The technician alleged the brakes are not holding. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster, support and brake steer pads to resolve the issue.